Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the remote control wire fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the glass rod fluid damage, the lg cable connector housing fluid damage, the forward body cover broken, the u/d lock lever broken, the remote control buttons perforated, the insertion flexible tube (ift) buckled, the lcb distal cover glass cracked, the insertion flexible tube (ift) crushed, the light guide cable crushed, the objective lens unit dirty, the biopsy inlet piece loosened, the lg prong top loosened, the remote control buttons worn out, the operation channel resistance, the u/d knob white marking faded/missing, the u/d lock lever white marking faded/missing, and the distal body chipped; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).